Event description:
The FDA provided ventec with a copy of a voluntary medwatch report which stated the following: "vent was accidently dropped about a foot, then the vent shut down twice. Caregiver replaced vent, no harm to patient." There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.